Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced mood swings ("severe mood swings") and mental disorder ("psychological or psychiatric problems"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse") and abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), procedural pain ("painful post-operative recovery") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (underwent a partial hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, procedural pain, menorrhagia, dysmenorrhoea, mood swings, headache and mental disorder outcome was unknown and the dyspareunia, migraine, abdominal distension, fatigue and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet-all relevant medical history, concurrent condition and concomitant medication added. Events menorrhagia, dysmenorrhea, fatigue, mood swings, headache, mental disorder, abdominal pain lower, pelvic pain, genital hemorrhage were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a partial hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, dyspareunia, migraine and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, migraine and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.